Event description:
During a lobectomy procedure, the staples did not form properly. The surgeon used another device to resect the malformed staple lines. The patient's status is satisfactory.

Manufacturer narrative:
2/10/1998-supplemental report #1 submitted to FDA.